Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch, additional information received clarifying this event: a graftmaster (3.0x16) was inserted to treat a perforation in a left anterior descending (lad) coronary artery. Reportedly, the perforation had occurred after dilatation in the severely calcified lesion. The graftmaster (3.0x16) was unable to cross the lesion. During removal of the graftmaster, the shaft separated in two pieces outside the patient. The graftmaster was removed from the anatomy and replaced with a second graftmaster. The second graftmaster (3.0x19) was also unable to cross the heavily calcified lesion. During removal of the second graftmaster (3.0x19), heavy resistance was felt and the inner stent separated from the outer stent. The outer stent remained in the patient, while the inner stent was able to be removed. The treatment of the pericardial bleeding was delayed due to these device issues. Balloon dilatation was performed to treat the vessel perforation. The patient was stable post procedure; however, the patient expired on an unknown date, some days after the procedure, due to his severe comorbidities and ongoing left ventricular insufficiency after a myocardial infarction. The physician does not think the patient death is related to the device issues. Autopsy results are not available. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance and difficulty removing could not be replicated in a testing environment as it was based on operational circumstances. The reported dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other graftmaster referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during a interventional coronary procedure, when retracting the graftmaster system the physician was only able to retrieve the covered, inner stent of the graftmaster. The outer metal stent remained stuck in the coronary vessel. The patient outcome is unknown. A second graftmaster was used. There was an unknown device issue with the second graftmaster. There was no additional information provided.